Event description:
The user facility reports a leak between the arterial chamber and cap during the first 15 mins of treatment. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded and a new line was set up to resume and complete treatment. Ebl = 250 cc. No pt injury or need for medical intervention is reported.